Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, d9, g6, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: corrosion of electrical contact points, corrosion of scope mount, poor watertightness of connector. A root cause could not be identified. Based on the results of the investigation, the most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the subject device had a cracked video connector. This issue occurred during service/maintenance. There was no patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name- (B)(6) is an independent administrative corporation health and safety organization. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.